Event description:
It was reported a patient's right ventricular (rv) lead presented with noise, a chest x-ray was also performed with no notable findings. Programming changes were made to restore normal parameters. The patient was stable.

Event description:
New information received notes an x-ray showed the right ventricular (rv) lead had dislodged. No further changes were reported. The patient was stable.